Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the complaint device driving cap/threaded (part no: 03.010.523, lot no: l731157) was returned to cq west chester for investigation. During visual inspection, the threaded tip of the driving cap was found damaged and stripped. The head of the driving cap had indentation marks due to impaction which is unrelated to the complaint condition. Device/defect was identified. The complaint can be confirmed based on the available information. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Dimensional inspection: complaint relevant dimension could not be measured from the driving tip due to its design. Complaint confirmed: the device had a damaged driving tip, hence the complaint was confirmed. Conclusion: the driving cap for insertion handle was found to be damaged during visual inspection which could have resulted in the difficulty in assembling the part with its mating device. Since the mating device was not returned it could not be definitely confirmed. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.010.523, lot: l731157, manufacturing site: bettlach, release to warehouse date: 23. Mar. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 201, the screwdriver tip was damaged. This created a burr on the end of the blue handled main piece of the 3-piece screwdriver. As a result of the burr, the screwdriver would not fully seat in the recess of the screwdriver. A solid screwdriver was used instead. Also, the threaded driving cap threads were damaged and would not thread into the aiming arm. The surgical team placed a towel over the metal hybrid handle to tap the nail down to ensure the sweating depth was correct. Procedure was completed successfully with no delay. There was no patient consequence. This report is for a driving cap/threaded. This is report 2 of 2 for (B)(4).